Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the display screen was noted to be misaligned. The reporter indicated that the display screen could not be read safely related to the issue. During troubleshooting, there was moisture ingress noted behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/24/2015 with the following findings: the display screen was found to be intact and properly aligned. There was visible moisture corrosion on the battery compartment. The pump failed a leak test due to battery compartment damage.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.